Manufacturer narrative:
Model: this model is distributed outside of the united states and is being reported as similar to model or 2800, which is marketed within the united states. Device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. Patient had another device explanted please see serial number (B)(4). The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: on (B)(6) 2011, a response and the operative report were received from the surgeon. The surgeon's response indicated that the device was explanted due to endocarditis. The infection was noted as bacterial, source and type of infection was not indicated. Operative report was provided; however, it is not in english. The response indicated that the device was sent to microbiology but was discarded by the hospital. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection that occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the surgeon has not provided the type and source of infection but has indicated that the infection was bacterial. However, without additional information from the health care provider, we are unable to conclusively determine the root cause for explant of this device.

Event description:
A response was received from the surgeon indicating the device was explanted due to endocarditis, source unknown.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint. The information reported may or may not be related to the edwards device. In this case, a 25mm valve was explanted and replaced by a 23mm valve after an implant duration of 5 months 1 day (5.03 months) due to unknown reasons. The same model device was used for replacement.